Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2016 with the following findings: the review of the black box data showed a cs 088 call service alarm occurrence in the pump history. However, during the actual testing, the pump powered on properly with no alarms. The pump was exercised for 24 hours and after 24 hours no call service alarms were received.